Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. The device was returned to olympus for evaluation. A visual inspection was performed on the received device and found there was some tissue build up. The ptfe pad (teflon pad) was inspected and found to be partial split in cross direction metal not exposed. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The device was attached to the test usg-400/esg-400 and no error messages were observed. Based on the similar reported events, the cause for the damaged teflon pad is attributed to no tissue or insufficient tissue between the probe and jaw when the device is activated.

Manufacturer narrative:
The device was not returned to olympus for evaluation. This type of teflon pad is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." Olympus followed up with the user facility to obtain additional information regarding the reported event but with no result. If additional information becomes available or if the device is returned at a later time, this report will be supplemented accordingly.

Event description:
Olympus was informed that during a therapeutic gynecological procedure, the teflon pad from the grasping section of the device came off. It is unknown if the device fragment fell into the patient. It was reported that a second handpiece was used and the teflon pad became compromised causing the device not coagulate. There was no bleeding reported. It is unknown if the intended procedure was completed. There was patient injury reported.